Event description:
Patient presented with very tortuous iliac arteries, and stenosis of the iliac arteries. Patient's iliacs measured around 6 mm which is "off-label" use of the device. After successful deployment of a bifurcated device a 20 mm limb extension was deployed; however the physician was unable to withdraw the inner core. An angiographic image showed the distal end of the limb extension was in a stenotic portion of the iliac artery, which prevented the inner core from being retracted. After a few manipulations in each direction the physician was able to fully retract the inner core. When the limb extension delivery system was removed from the afx introducer system it was noted the radiopaque tip of the limb extension delivery system had broken off and remained in the patient. The physician performed a retroperitoneal cut down to remove the radiopaque tip. The physician successfully repaired the iliac artery and continued to treat the patient endovascularly by placing a limb extension over the repaired portion of iliac artery. The patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy did not meet the criteria for indications for use. Use of the device for iliacs measuring 6 mm is considered "off-label" use of the device. Excessive force was applied during the removal of the device and "indications for use" warns against use of excessive force to withdraw or advance the catheter.